Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed at 0vd. A review of the share log was performed and a pair new transmitter loop was found within the investigation window. The allegation was confirmed. The probable could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a transmitter pairing loop is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.